Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 290 and 147 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent for further troubleshooting. No product will be returned.